Manufacturer narrative:
An investigation was performed for a customer in (B)(6) that obtained susceptible amc results (mic=4) when testing an e. Coli neqas survey strain (strain number 4395, distribution number 4284) on vitek 2 ast-n270 cards. Expected mic is resistant (mic=16). The customer did not submit the strain or raw data for evaluation. Submittal of the isolate is required in order to confirm a vitek 2 discrepancy compared to the reference method. A review of the manufacturing records confirmed the ast-n270 lot # 6900526203 met final qc release criteria, and the lot passed qc performance testing. The most recent qs quarterly trend review (q1 2018) does not show this issue as a trend.

Event description:
A customer from (B)(6) notified biomérieux of false susceptible results for an escherichia coli isolate when testing with vitek® 2 ast-n270 test kit (ref 414162). The customer was testing an escherichia coli neqas sample with vitek 2 and obtained amoxicillin/clavulanic acid mic = 4, interpretation susceptible. The customer repeated the test twice obtaining the same susceptible results. The expected result for this neqas sample was amoxi/clav mic = 16 and resistant. As there is no patient associated with this quality control strain, there is no adverse event related to any patient's state of health. A biomérieux internal investigation will be initiated.